Event description:
It was reported that the patient presented in clinic for follow up. There was a loss of rf telemetry on the implantable cardioverter defibrillator (ICD). No changes or intervention was performed. There were no patient consequences.

Event description:
It was reported that the patient presented in clinic for follow up. There was a loss of rf telemetry on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. There were no patient consequences.